Event description:
It was reported that a patient experienced an unspecified issue on the homechoice device during the initial drain of peritoneal dialysis therapy. The patient was not connected to the device at the time of the event. The technical service representative assisted the patient with ending therapy and advised them to start therapy over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.